Event description:
It was reported that the customer had ongoing intermittent unspecified cartridge issues. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer sometimes loaded a new cartridge, while at other times, they successfully reloaded the original one.